Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified iliac vein. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.